Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, during auto setup the device failed in all three sensing vectors due to low r to t ratios in primary and secondary and the score was too low for alternate. In screening, the device passed primary and secondary. The field representative observed that there was a sensing issue between the device and the electrode. Subsequently, they went back to the procedure room and the electrode was repositioned in which the shock coil was pulled down closer to the xiphoid process because, the initial optimization failed in all three sensing vectors. The patient passed supine optimization in primary position post repositioning and in primary and secondary post closure. The repositioning of this electrode was successful. At this time, the electrode remains in service. No additional adverse patient effects were reported.